Event description:
It was reported that a pump powered off without user input during an infusion (medication, programmed amount and delivery rate unk). The customer also stated that the pump alarmed for a system error 345 when the pt was outside and the temperature was approximately 15 degrees fahrenheit.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The device was evaluated for 48 hours and an improper shutdown or a system error 345 alarm could not be confirmed. Review of the device history log could not be confirm an improper shutdown, however, one system error 345 observed on (B)(6) 2013. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. It is likely that operating the device in 15 degrees fahrenheit would contribute to a system error 345 alarm.